Event description:
Customer reported that an infant was given vancomycin. The drug was infused at 25 ml/hr, volume of 25ml. The IV infiltrated. The pt was rushed to another hospital and underwent surgery. The biomed understands that the pump does not detect infiltrations. The nurse manager would like an event log review. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A f/u report will be submitted once the investigation has been completed.